Manufacturer narrative:
The customer reported complaint for the autopulse platform unable to retract the lifeband, makes a grinding noise and displayed user advisory (ua) 16 (timeout moving to take-up position), user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages were confirmed during the initial functional testing and archive review. The root cause was determined to be a defective drive train motor. In addition, not related to the reported issue, battery lock and shaft lock plunger were observed damaged, the shoulder screw was missing, and the fan was not functioning intermittently. The autopulse platform is a reusable device and was manufactured in 2009 and is 9 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The platform failed the initial functional testing due to error messages user advisory (ua) 16, user advisory (ua) 18 and user advisory (ua) 45 displayed when the platform was powered on. The archive data review indicated user advisory (ua) 16, user advisory (ua) 18 and user advisory (ua) 45 error messages on the customer reported date, thus confirming the customer complaint. In addition, unrelated to the reported complaint, archive showed user advisory (ua) 12 (lifeband not present), user advisory (ua) 13 (low battery), the user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory (ua) 24 (timeout moving to pause position). User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 13 alerts the user that the battery internal component error/malfunction and the user needs to place the battery into the multi-chemistry charger (mcc). The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The user advisory (ua) 24 error message is clearable by the user. The user advisory (ua) 24 error message alerts the operator that the driveshaft did not reach the targeted pause position within the specified time. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has not received the zoll autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during the training, the autopulse lifeband was found to unable to retract when turned on. The customer also reported that the device makes a grinding noise when the band starts to retract. In addition, the autopulse platform displayed the user advisory (ua) 16 (timeout moving to take-up position), user advisory (ua) 17 (motor on for too long during active operation) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages. No patient involvement in this issue.